Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump received pump errors three times indicating an unexpected restart, history pointer failure/corruption, and invalid trace pointers. The customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issues being resolve during the call. A replacement was agreed on and the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Pump received with pump error 68, pump error 49 and pump error 23 after battery insertion. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label, cracked case at battery tube side and keypad overlay texture damage.